Event description:
Ob staff reported that they have noticed a yellow tinge to the lap sponges that come in our facility's custom c-section packs. When the lap sponges are moistened with sterile normal saline on the backtables, the saline takes on a yellow hue. Staff do not know exactly how many lap packages have had this discoloration and at best report that it has been "on a few cases," the last one occurring a little over 1.5 weeks ago. They do not know which patients or exact dates. Staff describe the sponges as looking a little odd in color, but otherwise appearing normal. The discoloration has been noticed either immediately upon opening the sponges in the pack or when the sponges are wet with saline. For the latter, the normal saline remaining in the liter pour bottles was checked and was clear--only the run-off liquid, remaining saline and lap sponges were discolored with a yellow tinge. Staff saved one package insert from the affected lap sponges and gave this to the sales rep. No lot numbers or other data were saved/submitted to risk management. Staff reported their findings to the rep, who reportedly told the staff that there was no reason the staff couldn't use the discolored sponges--they only looked bad. The manufacturer sent a sterile case of lap sponges and indicated in a letter that they were beginning an investigation immediately. Staff's practice has been to open a new pack of lap sponges and not use the discolored/affected ones.